Manufacturer narrative:
UDI (di): (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the procedure, high capture threshold, high pacing impedance, and fracture were observed. The lead was not implanted and replaced.

Event description:
New information received notes that the patient was fine during implant and post-implant.